Manufacturer narrative:
(B)(4).

Event description:
A medsun report was received stating that: ventilator was wet. Although, disconnected from patient, vent indicated a high peep - more than 10cmh2o. (B)(4).